Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, olympus confirmed that e333 would occur even though the device was in the normal condition due to the following occurrence mechanism (caused by design): when clock stretching occurs exceeding the set timeout, i2c controller is designed to cause error interrupt. (Clock stretching is the phenomenon that occurs due to panel, and it occurs even in a normal case.) Even in the normal case, i2c driver detects that a communication error has occurred by detecting an error interrupt from the i2c controller, e333 (touch panel error) error occurs. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had an e333 touch panel error. The issue occurred during inspection for use at power on for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported issue was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.